Event description:
At implant, the initial 1 joule shock could not be delivered to induce arrhythmia to test the device. The device instead delivered a 40 j shock without detecting an arrhythmia. The device was explanted and returned to the MFR. The report was recently sent to us and is detailed below.